Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, during endoscopy to assess the immobility of the peg tube, a buried bumper was discovered. The peg-j tubing was replaced during the endoscopy, and a new stoma was formed for the replacement tubing. The patient was admitted to the hospital for observation and given unknown antibiotics prophylactically. On (B)(6) 2021, the patient was discharged from the hospital.

Manufacturer narrative:
Reference record (B)(4). Catalog number in is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.